Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/10/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned samples revealed that xc200 reload was received along with an opened foil, no apparent damage and six loose clips. The clips were tested for functionality with the test device. The clips were manually loaded and upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture clips were used. The clip was fed, but the clip could not be deployed although the trigger was grasped. The applier was replaced, but the issue did not improve. Another clip was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the applier product code and lot number?: the applier product code is ka200. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s).: the clip was replaced, and the applier was used as is, and it could be clipped properly. So it seems to be no problem to the applier. Please explain how the clips were loading into the applier? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading?: the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. The sales rep has held the briefing in january. Was the applier checked for damaged (jaws straight and aligned)?: there was no problem in use after the clip was replaced. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.